Manufacturer narrative:
Per the instructions for use (IFU), valve malposition and embolization are known potential complications associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve malposition/embolization, including, but not limited to, improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, loss of pacing capture, rapid deployment and movement of the delivery system by the operator. The edwards sapien 3 transcatheter heart valve is indicated for patients with severe symptomatic calcified native aortic valve stenosis. Deployment of the s3 valve in a pre-stented pulmonic valve is not indicated per the labeling; therefore the labeling (ifus and ew training manuals) do not instruct the operator how to position the s3 valve in this scenario. In this case, it was reported that the s3 valve was implanted at the intended position within the palmaz stent with good results. However, both the palmaz stent and s3 valve migrated as a unit to the right pa due to wrong sizing. The stent/s3 valve structure were fixed in place with another stent, causing wide open central leak of the s3 valve which will be repaired at a later date. There was no allegation or indication that the events were related to a s3 valve malfunction. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
A 26mm sapien 3 valve was successfully deployed within a palmaz stent in the pulmonic valve position. Post deployment, the s3/palmaz stent structure migrated to the right pulmonary artery (pa). The structure was pulled back and fixed in place with another stent. The pulmonic annulus diameter was sized during balloon valvuloplasty, using non-edwards balloons. The 26mm non-edwards balloon showed a minimal waste. The pulmonic valve was pre-stented with a palmaz stent mounted on a 26mm non-edwards balloon. The 26mm s3 valve was prepped with 2cc extra added to the nominal volume of the balloon (for 23cc total). The s3 valve was positioned and deployed within the pulmonic stent. The deployment system was then removed from patient. While trying to re-cross the s3 valve with a catheter to perform a pulmonary angiogram, the s3/palmaz stent structure came loose and migrated into the right pa. After many attempts, the s3/palmaz stent structure was pulled back into the pulmonic annulus and was re-inflated using a 28mm balloon. A 50x10 palmaz stent was overlapped within the s3/palmaz and deployed using a 28mm non-edwards balloon. This stabilized the valve. Patient is left with wide open pulmonary insufficiency and will be brought back for a 29mm s3 in approximately 3 months. It was felt that the structure migrated due to wrong sizing of the native pulmonic valve.